Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during an ICD change out procedure due to normal eri, externalized conductors were observed. The electrical parameters were normal. The lead was capped and replaced.